Event description:
The customer states that they have had a recurring issue with hemoglobin and hematocrit mismatches for patient samples when using a cell-dyn sapphire hematology analyzer. One patient sample generated a hgb=8.73 g/dl and hct=29.0%. When repeated using another analyzer (cd 1700), the sample yielded the following results; hgb=9.3 g/dl and hct=28.2%. The sample was then repeated using the cell-dyn sapphire obtaining the following; hgb=8.71 g/dl and hct=29.1%. No additional patient information was provided with regard to age, gender or weight. No impact to patient management was reported.

Manufacturer narrative:
Investigation summary: the customer states they have noticed a recurring issue of hemoglobin (hgb) and hematocrit (hct) results not matching for patient results generated using a cell-dyn sapphire analyzer. The customer is using the rule of 3 (hgb x 3 = hct). The lab did multiple calibrations in the past several months and the most recent calibration was less than a month ago. The backup instrument was down and repeats cannot be performed. Data provided by the customer illustrated the customer's concern. The customer stated no suspect patient results were released. Field service (fsr) was sent to the account and observed a leak on the probe and was able to identify the source of the leak to the piston pump. The piston pump was replaced. Visual inspection showed worn air dryer in-line membrane. The part was replaced as a precaution. The fsr performed verification studies and ran several patient runs with no mis-matches of hgb and hct observed. The fsr visit resolved the complaint issue. Trending: review of complaint reports for the months of october 2006 through april 2007 for list base 08h00-01 identified no adverse trend for this complaint issue of hgb and hct not matching on patient results. Labeling: the event is addressed in the cell-dyn sapphire operator's manual, 08h10-01, rev. C, section 9, service and maintenance. (This kind of repair requests the customer to contact your country service and support center.) Conclusion: field service resolved the issue of hemoglobin and hematocrit mismatches. No impact to patient management was reported due to this issue. This is the final report. End of report.